Manufacturer narrative:
(B)(4). The following additional information was received: there was no adverse side effects to the patient. It was reported that the anastomosis had to be re-done. The surgeon was given a new suture to do the anastomosis again.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mjr721, and no non-conformances were identified. Additional investigation summary: one empty labeled winding former and a needle-suture piece of product code w8850, lot mjr721 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. Also, the suture was split. Due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code, lot number, any adverse patient consequences and what intervention was performed to manage them? Device return follow up/status.

Event description:
It was reported that a patient underwent a surgical procedure for an aortic annurysm on an unknown date and suture was used. During the procedure the double-needled suture split into 2. No adverse patient consequences were reported.